Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient felt weak and like she was going to pass out. During this time, she was driving so she pulled over. The cgm was 96 mg/dl while the bg was 36 mg/dl. The patient at gummies that she always carries with her. Prior to leaving the parking lot, the patient's glucose reading was 80 mg/dl (it was not specified if this was the cgm or bg value). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, the previously reported cgm value of 96 mg/dl and bg 36 mg/dl was an example that the patient provided; however, it is not known when these values were taken for comparison. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time during the event.

Manufacturer narrative:
(B)(4).